Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had fluid drained from the ipg pocket during a revision procedure. The patient has recovered without sequelae. The device was not explanted and therapy has resumed.

Manufacturer narrative:
The device was explanted and returned for analysis. Visual analysis of the returned device did not find any anomaly. The device was functionally tested and analyzed. The device operated to specifications. The manufacturing records were reviewed and no nonconformities were found. The investigation concluded that the nevro device had exhibited normal functionality.